Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10942011 and lot#: 24055636 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module infusion set was separated the following information was received by the initial reporter with the following: it was reported by customer that tubing is pulling apart from lurer lock mechanism.